Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint sample was returned to the manufacturer for physical evaluation. As the returned sample was being disinfected and prepared for analysis, a leak was found to be coming from the blood pump tubing. During visual inspection of the device, a tear was identified in the blood pump tubing. No other damage or irregularities were found on the returned device. A tear like the one found can be caused by incorrect handling of the product either during the manufacturing process or treatment setup. During the manufacturing process, this type of damage can be caused by the following: distorted components, misaligned assembly cylinder in the load tube station, or misaligned jaws in the load t and adapter connector assembly station. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The investigation into the complaint was able to confirm the reported event.

Event description:
A user facility clinical manager (cm) reported that a combi set blood leak occurred three hours into a patient¿s hemodialysis (hd) treatment. It was reported that the machine, a fresenius 2008t, alarmed with an air detector message. Blood was noted to be dripping from the blood pump section of the machine. Upon inspection of the bloodline, a tear was noted in the tubing. There were no other alarms or issues leading up to the event. The cm confirmed there were no changes or disruptions in pressure that could have caused or contributed to the event. It was also confirmed that there were no leaks noted during the priming phase. The cm confirmed that the combi set was thoroughly inspected for damage prior to use. Following the leak, the patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was 250 ml. The patient did not experience any adverse effects or require any medical intervention due to the blood loss. The patient was not re-setup with new supplies to continue treatment. The machine was removed from service and the treatment was discontinued. The combi set bloodline was confirmed to be available for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported that a combi set blood leak occurred three hours into a patient¿s hemodialysis (hd) treatment. It was reported that the machine, a fresenius 2008t, alarmed with an air detector message. Blood was noted to be dripping from the blood pump section of the machine. Upon inspection of the bloodline, a tear was noted in the tubing. There were no other alarms or issues leading up to the event. The cm confirmed there were no changes or disruptions in pressure that could have caused or contributed to the event. It was also confirmed that there were no leaks noted during the priming phase. The cm confirmed that the combi set was thoroughly inspected for damage prior to use. Following the leak, the patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was 250 ml. The patient did not experience any adverse effects or require any medical intervention due to the blood loss. The patient was not re-setup with new supplies to continue treatment. The machine was removed from service and the treatment was discontinued. The combi set bloodline was confirmed to be available for manufacturer evaluation.